Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged during biomed testing they were not able to seat the battery into the device. Complainant indicated that there was no pt involvement in the reported malfunction.